Manufacturer narrative:
Customer contact reports information not available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system, but did not confirm the reported issue.

Event description:
The hospital reported a malfunction resulting in a loss of mechanical ventilation. There was no report of patient injury.